Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported kinked cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported during breakfast her blood glucose was reading low (exact bg not provided). She believes that she had over-bolused for the amount of carbohydrates (amount not provided) she ate the morning. Her bg measured 399 mg/dl at 4:00 pm, 369 mg/dl at dinner time, 329 mg/dl at bedtime and 215 mg/dl at 2:00 am with no boluses reported. She stated that the cannula looked kinked.